Manufacturer narrative:
Review of the stored egms revealed that the patient entered a vt/vf storm. The device detected, charged, and delivered appropriate therapies as programmed. Noise appeared to be caused by a setscrew connection issue. It is believed that after explant, the lead was still connected to the device and the device was not programmed to all functions off. The lead arced to the can causing a low impedance path that resulted in damage to the output circuitry. All low voltage functions were normal.

Event description:
This event was inappropriately reported. The event occurred during the implant procedure, and as such it could not have caused serious injury to the patient.